Event description:
Patient stated that a v-go fell off while he was working on his computer 09/30/2019. Patient stated that he sweats when he works on his computer. Patient discarded the reported v-go.